Event description:
It was reported to st.jude medical that the st. Jude rep was asked to come and interrogate a device which had been explanted from a patient who was deceased in the ER. When the st. Jude medical rep attempted to interrogate the device, she received a warning and was not successful in retrieving any data from the device after the patient passed. The patient received a device in 2005. The patient received a follow-up one day after implant and all measurements were normal. The next follow-up scheduled for july. The week of june 20th, the patient felt weak and tachycardic and they presented to the hospital. In the hospital, eck showed that they were experiencing sinus tach at 120 to 130 bpm and their potassium level was 3.0.meg. Treatment was given to get their potassium level back ot normal. They remained in the hospital for 7 days and were sent home. Two days later they fainted and were unconscious. They were sent to the ER and resuscitation was attempted for 2 hours, but the patient eventually died. The ICD is being returned to the us for analysis.